Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "someone fell" on the cardiac resynchronization therapy defibrillator (crt-d) implant site. The patient stated the "wires were crumpled up" and the patient did not know if the device was working. The device remains in use. No patient complications have been reported as a result of this event.